Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient's leads came out a little when they pulled their pants down. Their pants got stuck and then they noticed the wire was out. The patient increased stimulation and was able to feel it on their buttocks at 1.2ma. They reported experiencing a couple of accidents as well. No further patient complications have been reported as a result of this event.